Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, d9, g1, g6, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis medstation es system showed up blue screen. The field service engineer logged in as cfn admin and started the mean application and confirmed that the application did not need repair. The field service engineer logged back into cfn app and the main application loaded as expected. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es became unresponsive and displayed a blue screen. The users were unable to issue the medications resulted in delay patient care, and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the main application failed to load. A field service engineer confirmed that the application was successfully loaded and reconnected the row board cables for drawers 3.1, 3.2, 4.1, and 4.2 to resolve. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system became unresponsive and displayed a blue screen. The users were unable to issue the medications, which did not delay patient care, and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.